Event description:
It was reported that the patient had new pain in his right groin and hip since implant. They believed a wire irritated a nerve root, as impedances were normal and coverage was good. The pain was not improved as of the date of report. Medical intervention was required as a result of the event: the patient was placed on oral steroids. The patient would see physician soon for further eval. The patient would have an MRI prior to a lead revision on (B)(6) 2015. The event occurred during post-op. The product status was implanted and remains in service. There was no alleged product issue. The patient¿s status at the time of this report was alive with no injury. The patient received good relief on left side, but was not using the lead for the right side. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that MRI compatibility guidelines were requested. The area to be scanned was the t-spine and l-spine. The MRI was related to the implantable neurostimulator (ins) because it was about a potential surgical procedure. The MRI was to determine if there had been a lead migration. The patient did not bring the patient programmer (pp) so they were going to reschedule. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
Additional information received reported that at the lead revision they noticed with the original lead position that the proximal portion was anterior but the rest was posterior. They repositioned the lead so the entire length of it was now posterior. There were no system malfunctions seen intra-op. The patient¿s scrotal pain was 40% improved and he was receiving therapy.